Manufacturer narrative:
Abbott field service inspected the analyzer and determined that the wz1 valve may have been leaking during testing. The field service representative replaced the wz1 valve (valve, manifold kit (rohs)) resolving the issue. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results documented after the wz1 valve (valve, manifold kit (rohs)) was replaced. Tracking and trending for the architect i2000sr did not identify any systemic issues or adverse trends associated with the discrepant result issue described in the complaint. The i2000sr erratic result rate was within acceptable limits with no trends identified. Trending data and manufacturing documentation for the valve, manifold kit did not identify any adverse trends or issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency was identified for the architect i2000sr analyzer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No specific patient information was provided.

Event description:
The customer reported multiple (B)(6) architect hbsag results. No specific results were provided but the customer indicated corrective reports were required for four samples. No impact to patient management was reported.